Manufacturer narrative:
It was reported that due to infection, bleeding, pain, dyspareunia and erosion, patient underwent mesh revision/removal on (B)(6) 2011 and on (B)(6) 2012. (B)(4).

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06112. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic prolapse, genuine stress incontinence, cystocele, and rectocele and mesh was implanted along with the concurrent procedures of anterior and posterior repair. It was reported that on (B)(6) 2011 the patient underwent excision of mesh and oversewed vaginal mucosa due to mesh erosion at the suture line, and on (B)(6) 2012 lysis of adhesions and cystoscopy due to chronic pelvic pain status post anterior repair. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06112. The same patient is represented in each medwatch.